Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, hypertension, gerd, groin abscess, vaginal sling procedure, fever, gerd, anemia and seasonal allergy. Previously administered products included for an unreported indication: mirena, losartan potassium, motrin, trazodone, omeprazole and lamictal. Concurrent conditions included overweight, thigh abscess, insect bite nos, itching, genital labial abscess, swelling nos, cyst, pain in hip, numbness in leg, phlebolith, buttock pain, difficulty in walking, neuropathic pain, nausea, vomiting, painful l arm, panic attack, adverse drug reaction, pain neck, cystic acne, anxiety, photosensitivity reaction, sound sensitivity increased, cephalgia, rheumatoid arthritis, photophobia, female sexual dysfunction, chronic cervicitis, nabothian cyst, epidermal inclusion cyst, paratubal cyst, genital bleeding, abdominal cramps, urination pain, bowel discomfort, meningitis and endometriosis. Concomitant products included agathosma betulina herb;vaccinium macrocarpon juice (cranberry & buchu), dexamethasone, fluticasone propionate (flonase allergy relief), hydrochlorothiazide (hydrochlorthiazide), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), probiotics nos, promethazine, propranolol, succinic acid, sumatriptan, tizanidine hydrochloride (zanaflex), venlafaxine hydrochloride (effexor), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain/loss(specify which one)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced cervicitis ("other injury(ies) or complication please describe: cervicitis"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and back pain ("pain back area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, mood swings, headache, depression, anxiety, vaginal discharge, weight increased, cervicitis and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the migraine was resolving. The reporter considered anxiety, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The essure was delivered and 3 coils were trailing after placement. The right side was addressed in the exact same manner once cannulated and released there was again 3 trailing coils in the right and left tube bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: the essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received. Case become incident. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, migraines / headaches, psychological or psychiatric problems condition: depression and mental anguish, vaginal discharge, weight gain/weight gain/loss(specify which one), other injury(ies) or complication please describe: cervicitis and pain back area were added. Product information lot number, indication and essure removal date were added. Patient information date of birth, race, height and weight were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. C51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, hypertension, gerd, groin abscess, vaginal sling procedure, fever, gerd, anemia and seasonal allergy. Previously administered products included for an unreported indication: mirena, losartan potassium, motrin, trazodone, omeprazole and lamictal. Concurrent conditions included overweight, thigh abscess, insect bite nos, itching, genital labial abscess, swelling nos, cyst removal, pain in hip, numbness in leg, phlebolith, buttock pain, difficulty in walking, neuropathic pain, nausea, vomiting, painful l arm, panic attack, adverse drug reaction nos, pain neck, cystic acne, anxiety, photosensitivity reaction, sound sensitivity increased, headache recurrent, rheumatoid arthritis, photophobia, female sexual dysfunction, chronic cervicitis, nabothian cyst, epidermal inclusion cyst, paratubal cyst, genital bleeding, abdominal cramps, urination pain, bowel discomfort, meningitis and endometriosis. Concomitant products included dexamethasone, fluticasone propionate (flonase allergy relief), hydrochlorothiazide (hydrochloorthiazide), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), probiotics nos, promethazine, propranolol, succinic acid, sumatriptan, tizanidine hydrochloride (zanaflex), vaccinium macrocarpon, venlafaxine hydrochloride (effexor), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain/loss(specify which one)"). In july 2016, the patient experienced fatigue ("fatigue"). In august 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In january 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced cervicitis ("other injury(ies) or complication please describe: cervicitis"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and back pain ("pain back area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, mood swings, headache, depression, anxiety, vaginal discharge, weight increased, cervicitis and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the migraine was resolving. The reporter considered anxiety, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 148 lbs. The essure was delivered and 3 coils were trailing after placement. The right side was addressed in the exact same manner once cannulated and released there was again 3 trailing coils in the right and left tube bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on 16-sep-2016: the essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. C51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, hypertension, gerd, groin abscess, vaginal sling procedure, fever, gerd, anemia and seasonal allergy. Previously administered products included for an unreported indication: mirena, losartan potassium, motrin, trazodone, omeprazole and lamictal. Concurrent conditions included overweight, thigh abscess, insect bite nos, itching, genital labial abscess, swelling nos, cyst removal, pain in hip, numbness in leg, phlebolith, buttock pain, difficulty in walking, neuropathic pain, nausea, vomiting, painful l arm, panic attack, adverse drug reaction nos, pain neck, cystic acne, anxiety, photosensitivity reaction, sound sensitivity increased, headache recurrent, rheumatoid arthritis, photophobia, female sexual dysfunction, chronic cervicitis, nabothian cyst, epidermal inclusion cyst, paratubal cyst, genital bleeding, abdominal cramps, urination pain, bowel discomfort, meningitis and endometriosis. Concomitant products included dexamethasone, fluticasone propionate (flonase allergy relief), hydrochlorothiazide (hydrochloorthiazide), ketorolac tromethamine (toradol), ondansetron hydrochloride (zofran), probiotics nos, promethazine, propranolol, succinic acid, sumatriptan, tizanidine hydrochloride (zanaflex), vaccinium macrocarpon (cranberry), venlafaxine hydrochloride (effexor), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain/loss(specify which one)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced cervicitis ("other injury(ies) or complication please describe: cervicitis"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and back pain ("pain back area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings, headache, depression, anxiety, weight increased and cervicitis outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, vaginal discharge and back pain had resolved and the migraine was resolving. The reporter considered anxiety, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 148 lbs. The essure was delivered and 3 coils were trailing after placement. The right side was addressed in the exact same manner once cannulated and released there was again 3 trailing coils in the right and left tube bilaterally. Treatment received for pain, bleeding, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: the essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event : fatigue , vaginal discharge , pain back area updated as recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.